Event description:
The customer's father reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Customer's blood glucose level was not reported. The call was dropped. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.